Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite automark files returned to product performance engineering were analyzed. Based on power and temperature data for sessions corresponding to the complaint device, the catheter performed as intended. No anomalies in power delivery or temperature readings were found. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
At the end of a premature ventricular contraction ablation procedure, a pericardial effusion was noted requiring a pericardiocentesis. While working in both the right and left ventricles through the aorta, high contact was noted in the left ventricle at some point. The patient experienced chest pain and her blood pressure dropped. An echocardiogram was performed which revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issue with any abbott devices.